Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). It was noted that last february there was two and a half years remaining on the battery and now the device has reached elective replacement indicator (eri). A replacement of the device is not desired; therefore, the device was de-activated and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the premature discharge of battery cannot be established, as the product has remains implanted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the report complaint. Device technical analysis: the device remains implanted. Therefore, the root cause of the reported premature discharge of battery cannot be confirmed. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). It was noted that last february there was two and a half years remaining on the battery and now the device has reached elective replacement indicator (eri). A replacement of the device is not desired; therefore, the device was de-activated and remains implanted. No additional adverse patient effects were reported.